Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) contracted peritonitis on (B)(6)2024. The infection reportedly went unreported for 48-72 hours due to the missing drain pillow, which would¿ve allowed the patient to properly visualize the draining peritoneal effluent fluid. Follow-up documentation from the patient¿s home program manager (hpm) revealed the patient presented to the outpatient home dialysis clinic on (B)(6)2024 with abdominal pain and cloudy peritoneal effluent fluid for approximately 48-72 hours. A peritoneal effluent fluid culture and cell count (wbc = 5714 mm3, polymorph cells = 93%) were obtained, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) ceftazidime 2000 mg on (B)(6)2024, as well as ip vancomycin 2000 mg on (B)(6)2024. The peritoneal effluent fluid culture returned positive for gram-positive staphylococcus caprae on (B)(6)2024 and it appears the patient¿s ceftazidime was discontinued. The hpm attributed causality to the patient¿s inability to reach the bathroom or control the air conditioner/heat with the newly shortened liberty cycler set¿s patient line. The patient reportedly must leave the air conditioning/heat on when connecting and disconnecting, as he cannot go all night without either on. The patient also reported his peritoneal effluent fluid appeared clear while utilizing the new liberty cycler set without the window/pillow to view the fluid draining. It appears the patient began experiencing abdominal pain on approximately (B)(6)2024, however the peritoneal effluent fluid was clear, and he assumed it was not an infection. On (B)(6)2024, the patient was using a drain bag for kt/v collection and awoke the following morning to cloudy peritoneal effluent fluid.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. The hpm attributed causality to the patient¿s inability to reach the bathroom or control the air conditioner/heat with the newly shortened liberty cycler set¿s patient line. The patient reportedly must leave the air conditioning/heat on when connecting and disconnecting, as he cannot go all night without either on. The patient also reported his peritoneal effluent fluid appeared clear while utilizing the new liberty cycler set without the window/pillow to view the fluid draining. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Staphylococcus is frequently the most commonly found in the nasal mucus membranes and skin/nails of humans and is one of the most frequent organisms associated with peritoneal infections in pd patients. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no objective evidence indicating a fresenius product(s) and/or device(s) malfunctioned or was defective in any way. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the manufacturers¿ specifications. It is the patient¿s responsibility to examine the product packaging for changes, such as the shortening of the patient lines. The labeling clearly stated the length of the tubing provided.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) contracted peritonitis on (B)(6) 2024. The infection reportedly went unreported for 48-72 hours due to the missing drain pillow, which would¿ve allowed the patient to properly visualize the draining peritoneal effluent fluid. Follow-up documentation from the patient¿s home program manager (hpm) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with abdominal pain and cloudy peritoneal effluent fluid for approximately 48-72 hours. A peritoneal effluent fluid culture and cell count (wbc = 5714 mm3, polymorph cells = 93%) were obtained, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) ceftazidime 2000 mg on (B)(6) 2024 and (B)(6) 2024, as well as ip vancomycin 2000 mg on (B)(6) 2024 and (B)(6) 2024. The peritoneal effluent fluid culture returned positive for gram-positive staphylococcus caprae on (B)(6) 2024 and it appears the patient¿s ceftazidime was discontinued. The hpm attributed causality to the patient¿s inability to reach the bathroom or control the air conditioner/heat with the newly shortened liberty cycler set¿s patient line. The patient reportedly must leave the air conditioning/heat on when connecting and disconnecting, as he cannot go all night without either on. The patient also reported his peritoneal effluent fluid appeared clear while utilizing the new liberty cycler set without the window/pillow to view the fluid draining. It appears the patient began experiencing abdominal pain on approximately (B)(6) 2024, however the peritoneal effluent fluid was clear, and he assumed it was not an infection. On (B)(6) 2024, the patient was using a drain bag for kt/v collection and awoke the following morning to cloudy peritoneal effluent fluid.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.